Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 124 mg/dl to 147 mg/dl. The customer alleged that the pump delivered a bolus without user input. Pump data review with tandem technical support indicated that the pump was functioning as intended as the pump screen was successfully unlocked via user interaction, and a user override bolus was requested for 25 units; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.